Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The trend data showed a decrease of the pacing impedance from 541 ohms on january 10, 2024 to <200 ohms on january 12, 2024. Furthermore the shock impedance decreased from 58 ohms on january 09, 2024 to 44 ohms on january 13, 2024. The available iegm episode no. 11 revealed an intrinsic ventricular tachycardia that was treated with atp and shock deliveries. One shock was aborted due to shock impedance <20 ohms. The provided x-ray movie showed the lead in the implanted state with little slack grade. No further peculiarities were noted. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the definite root cause. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
An aborted shock due to low impedance was reported. The patient was hospitalized and the lead was capped. Should additional information be received, this file will be updated.